Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. No signs of moisture damage found on electronic assembly/motor/force sensor/keypad assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not working and none of the buttons is responding. The insulin pump kept beeping and they could not clear the alarm. Blood glucose level at the time of the incident was 7.5 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.